Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer or pocket was failed. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6).a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found drawer 4-2 on the auxiliary cabinet had a poor row board header connection; the connection was cleaned and reseated. Additionally, identified a faulty row board cable on auxiliary 2-2 that caused all pockets to go off bus after reboot; the cable was removed and replaced. The system functioned as intended after the field service engineer repaired the device.